Event description:
It was reported patient had high impedances on both leads. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.